Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after been involved in an accident where the air bag deployed and hit their chest, the implantable cardiac monitor (icm) patient has two holes where the implant is located and believes the icm is broken. The icm remains in use. No further patient complications have been reported as a result of this event.